Event description:
This pt experienced a restenosis of a previously placed cypher stent in the proximal left anterior descending (lad). This was treated with re-ptca and additional stent placement. Three days later the pt experienced a post-procedural mi. The treatment of this event is unk. This pt was admitted to the hosp with a chief complaint of unstable angina. The pt was currently taking aspirin, beta-blockergs, statins, ace-inhibitors, lovenox, and plavix. The pt was taken electively to the cardiac cath lab, where angiography revealed a 95%, de novo, 12 mm, moderately calcified lesion in the distal rca and a 90%, de novo, 28mm, bifurcating, moderately calcified lesion in the distal lcx. A bolus of heparin was adminstered via IV. There were no difficulties in acessing or wiring the vessel noted. The distal rca lesion was predilated with an unk balloon. A 3.00 x 23mm cypher stent was deployed to the rca with satisfactory results.